Event description:
Home pt(hp) reports fluid appeared to be leaking from connection of quantum extension line to ultrabag. Hp noted threads appeared to jump at therapy set up. Hp was able to twist connection after positive stop. Later that same night, hp reports rolling over and extension line separated from ultrabag. Effluent leaked onto pt's carpet. Hp then discontinued treatment and did a manual fill. Hp reports no injury or medical intervention as a result of incident.